Event description:
The affiliate reported a customer with an employee who experienced a "burn". The employee reported feeling tingling and pain on their right index finger. The employee ran the "burn" site under running water to wash it off. The employee did not seek medical attention or require treatment. Performance service completed on unit.

Manufacturer narrative:
Hydrogen peroxide contact - capital equipment, unit evaluated at the facility. The field engineer confirmed the voltage, temperature, and pressure, each function performance confirmed. The plasma test and leakage tests all met specifications. Tests run confirmed the cycle completion without issue.